Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-02102. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure to treat a right inguinal hernia and umbilical hernia repair on (B)(6) 2010 and mesh was implanted. It was reported that he experienced complications and he has undergone additional surgeries and revisionary procedures, including surgery on (B)(6) 2012, due to mesh ripping. During the surgery, it was noted that the mesh was intact inferiorly, but appeared to have ripped and pulled apart superiorly. A different mesh was used to complete the procedure. No additional information is provided at this time.